Manufacturer narrative:
A ge oec service representative investigated the issue. The noted problem was not easily duplicated. As a result, several circuit boards were replaced, including the rtos, ffb, and gib. After the removal and replacements were made, the system was tested, and found to be functioning as intended. The system was released to the customer for use. The facility did not provide any patient information with respect to the lock-up issue. There were no reports of any negative effects to any patients.

Event description:
The ge oec 9900 fluoroscopy system locked up, and has had several instance of system lock ups.